Event description:
It was reported that the customer that their insulin pump was not delivery insulin at a basal rate. Customer's blood glucose level was reported at 420 mg/dl. The customer manually treated their high blood glucose. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.